Event description:
It was reported that during a laparoscopic cholecystectomy procedure, upon opening the device into the sterile field, it was discovered that the device had been damaged. The top half of the sleeve had detached from itself. Another device was used to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.